Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, and the issue did not recur after the reset. Customer was instructed to continue using the pump and to call back if any further malfunction codes appeared.